Event description:
The customer stated that he tested his glucose at 11:00 pm and received a reading of 511 mg/dl using his elite meter. The customer uses an insulin pump and gave himself 6 units based on the reading. At 3:00 am, the customer's wife found him sweating and about to pass out, so she called paramedics. Paramedics tested the customer's glucose at 25 mg/dl when they arrived. The customer was treated with a glucose injection. The customer performed control tests while troubleshooting and the results fell within the normal control range. The customer's test strips and meter are still to be returned for evaluation. The customer had a contour meter that he had never used, so customer service sent replacement test strips for that meter.